Event description:
It was reported, the pt experienced severe abdominal pain in a band across his abdomen post-operative. The pt was kept for observation at the hospital overnight. The physician believes the pain could be related to the pt having irritated nerve fibers with the dural separator. The pt was discharged the following day. Further follow-up indicated the pt states the pain has slightly improved but still rates it at 7 out of 10. The pt also indicated the pain is worse when he is lying on his back. Pt reported good stimulation coverage from the scs system. The pt continues to work with his physician to determine a resolution to his symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.